Event description:
Patient attempted to use bedside commode, yelled out "something is sharp and it cut me". Writer immediately inspected commode and did not observe anything obvious at first. Patient ambulated to bathroom. Writer inspected back of patient's leg after voiding and observed scant amount of blood and some redness with abrasion on the back of left thigh. Wound was cleaned with normal saline and bandage applied. Writer noticed upon closer inspection that the bsc has two areas of metal that protrude past the commode seat, edges do appear to be sharp. Commode was pulled out of room and signage applied.